Event description:
Customer received a blood glucose result of 278mg/dl and took insulin. Family member found pt unresponsive. Paramedics were called and they tested blood glucose and received a result of "lo." The customer was taken to the hosp and given a glucose drip. Level one control was out of range. The customer was using incorrect glucose controls. A request was made for the return of the suspect device and replacement product was sent.